Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery using tfna for the subtrochanteric fracture of femur with the tfna helical-blade impactor in question. In the surgery, it was confirmed immediately after the impactor and blade were assembled that the two brown solids fell on the workbench. The situation suggested that the two brown solids came out from the hollow of the impactor. Because the nurse judged that the sterilization status was ensured because this impactor had undergone washing and sterilization, it was used as it is for surgery. It was unknown whether the foreign matter was mixed during washing and sterilization at the hospital or whether the product was shipped with dirt remaining in the hollow part of the impactor due to insufficient inspection. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device tfna helical-blade impact. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.